Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -14.00/2.5/095 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Significant reduction of irido-corneal angles and excessive vault was observed. The lens remains implanted. Per the reporter, "surgeon still monitoring eye." Per reporter on (B)(6) 2019, "after reviewing, the pupil is reactive, angle was more than 20, iop was 15. All findings show (B)(6) results. Surgeon has decided not to remove the lens. Lens remains implanted. "Hence, concerns resolved."